Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported stroke and a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation; however, the account indicated that the stroke was related to suspected pump thrombosis. Suspected thrombus could not be confirmed through this evaluation as no product was returned and no images depicting the thrombus were submitted. The account reported that the patient woke up with left-sided hemiplegia on (B)(6) 2019. A head cta was remarkable for occlusion which conveyed an increased risk of hemorrhage. The patient was not eligible for tpa treatment or catheter intervention and was placed on palliative care. On (B)(6) 2019, the patient had dense left hemiparesis with left-sided facial droop and slurred speech. A head cta showed an actively bleeding hemorrhagic mass. A more detailed history of the patient¿s recent medical issues was provided which clarified that the patient suffered an acute embolic stroke due to highly suspected pump thrombosis (originally reported in MFR 2916596-2019 -05889 ). The suspected thrombosis was being managed non-operatively due to the patient¿s high risk. The suspected thrombosis was causing a luminal irregularity of the outflow. A direct correlation between the reported stroke and suspected pump thrombosis could not conclusively be determined through this evaluation. The patient ultimately expired due to stroke on (B)(6) 2019. The pump was not explanted. The heartmate ii lvas IFU lists stroke, device thrombosis, and neurological dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information b5.

Event description:
On (B)(6) 2020 a pdf was received with patient test results. There were test results that support a vad thrombus and an embolic stroke that appeared to have converted to a hemorrhagic stroke and ultimately death.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to stroke. Patient woke up with left-sided hemiplegia. Ems reported that the patient had left arm, left leg, and left sided facial droop. Cta head remarkable for aged infarct which was out of the time window for tissue plasminogen activator and determined to be too high risk for catheter intervention for middle cerebral artery. Upon admission, patient was stable but lethargic. Patient failed the initial swallow test, dobhoff tube was placed. The patient was eventually was cleared for oral diet. Patient was changed code to dnr and placed in palliative care. Patient had dense left hemiparesis with left facial droop and slurred speech. Patient became unresponsive at 11:40 on (B)(6) 2019 while in route via ems. Stroke alert was called and cta showed active bleeding hemorrhagic mass centered in the right basal ganglia causing 16mm subfalcine herniation and early uncal herniation. Patient was pronounced dead at 23:25 on (B)(6) 2019. No further or additional information was provided.